Event description:
Pt states "woke up and there was a pool of milk on floor. The tubing had broken off from filter." Stated no blood in line. Pt took off tubing from tlc and flushed line. Visiting nurse obtained tubing that pt stated had broken off filter. (Other end attached to pt).